Event description:
The customer called to report a constant tone and blank display. Troubleshooting was performed, and the display remained blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the motherboard. No constant tone was noted. Unable to perform the displacement test due to the blank display.